Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that right ventricular (rv) lead had no capture at the maximum output and had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.